Event description:
It was reported that the patient experienced ineffective therapy following a bowel movement. X-ray imaging revealed migration of one of the leads. Surgical intervention took place to replace the lead and therapy was restored. It is unknown which lead the allegation is against.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4) , serial: (B)(6) , batch: a000178127. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.